Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting valve was replaced to resolve the issue. Customer contact reports no patient information available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that resulted in high airway pressure during a case. There was no patient injury.